Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 23-24 mm in diameter and 25 mm in length. The aortic neck angulation was 70 degrees. It was reported that during the index procedure, a proximal type I endoleak was identified. The physician decided to implant five aptus endoanchors on the left side of the aorta and the next angiogram showed an even larger proximal type I endoleak. The physician then selected an endurant ii 32x32x49 cuff in conjunction with two more endoanchors, resolving the event. Per the physician, the cause of the event was due to the severe aortic angulation. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.